Event description:
It was reported to vyaire medical a complaint of smoke coming from ventilator. Inside found burned areas around turbine tubing, motor board, blender cables and board.

Manufacturer narrative:
H3: 81 - other: the suspect device has not returned for evaluation. A definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.